Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have the main tube broken. Fragments were found missing and were not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a tenaculum forceps instrument broke at the tip. The procedure was completed with no reported injury.